Event description:
"After receipt of the vaiax aiming block eps sets, marketing wanted to check the functionality of the block and ordered two sets for testing. During testing, we found that out of 10-15 different plates we tested the block with 2 plates did not pass the k-wire through the aiming block/plate assembly, and others were able to pass through but with difficulty. Both of them were left standard width plates, one 4 hole and the other 15 hole. All narrow plates passed the k-wire through the assembly. Additionally, the block, when assembled to the 15 hole plate is often loosely secured. The peg on the underside of the block can be disengaged from the shaft hold in the plate."

Manufacturer narrative:
Investigation in progress but not yet complete.